Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
The patient reported that the device was "failing" and that the patient was dizzy a lot. It was also reported that the device reached eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.